Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient complaint of tenderness and possible infection at generator incision site. The generator was explanted several years ago due to infection. Generator explant due to infection in 2008 is captured in MFR. Report #1644487-2009-00087. Further information was received from the physician's office confirming that a culture was not performed to confirm the presence of an infection. Design history records were reviewed for the lead. The lead passed all specifications and was confirmed to be sterilized prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient experienced drainage and an opening in the lateral chest wound. It was noted that the patient felt pain when stretching his arm and was referred to a neurosurgeon. The surgeon saw the patient and noted that he was uncertain whether or not an infection was present. There was no underlying edema and no obvious opening of drainage. This resulted in the surgeon deciding to remove the lead/all remaining parts of the vns. No known surgical intervention has occurred to date. No other relevant information has been received to date.